Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shut off. Reportedly, the pump could not be charged properly without the customer maneuvering the cable into the charging port due to damage to the charging port. The customer reverted to manual injections for insulin therapy. Customer's blood glucose was in the 300s mg/dl range.